Event description:
The reporter stated that the pump was suspending on its own when it was locked. The pump history revealed that that pump had suspended and resumed several times. The patient reportedly wore the pump in a pouch around her waist in the locked mode.

Manufacturer narrative:
Follow-up #1 date of submission 04/12/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2012 with the following findings: the pump was locked for 24 hours with a 1 unit per hour basel rate and then unlocked with no suspend issues occurring. There were no suspends noted in the pump's history when the pump was tested. A review of the pump's history revealed a 'low battery' alarm on (B)(6) 2012. The battery's electrical current was found to be within normal range. The reported suspend issue with the pump was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.